Event description:
Procedure performed: lap cholecystectomy. Event description: I received an email today regarding an incident occured on wednesday 22nd of november with one of our clip applier. According to the person reporting the incident, the surgeon needed to squeeze the trigger 2 or 3 times before obtaining a clip into the jaws. It is mentioned that it took 2 or 3 times to get a clip sometimes closed. The person reporting this incident mentioned it is the same lot number as the previous cer reported on the 7th of november. Additional information received from applied medical representative via email on 12dec23: the trigger could be moved as normal. The surgeon does not remember if a clip seated properly into the jaws. According to the surgeon, the issue was that he squeezed several time the trigger and no clip went. Then, after 4 times squeezing the trigger, the first 3 clips went in once. The trigger was squeezed ¿plastic to plastic¿. The surgeon does not remember which end of the clip did not close. Patient status: no patient injury reported. Intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4). Was included in the recall. Corrections: d4 and h4- corrected device information.

Event description:
Procedure performed: lap cholecystectomy event description: I received an email today regarding an incident occured on wednesday 22nd of november with one of our clip applier. According to the person reporting the incident, the surgeon needed to squeeze the trigger 2 or 3 times before obtaining a clip into the jaws. It is mentioned that it took 2 or 3 times to get a clip sometimes closed. The person reporting this incident mentioned it is the same lot number as the previous cer reported on the 7th of november. Additional information received from applied medical representative via email on 12dec23: the trigger could be moved as normal. The surgeon does not remember if a clip seated properly into the jaws. According to the surgeon, the issue was that he squeezed several time the trigger and no clip went. Then, after 4 times squeezing the trigger, the firsst 3 clips went in once. The trigger was squeezed ¿plastic to plastic¿. The surgeon does not remember which end of the clip did not close. Patient status: ok. Intervention: they placed the faulty device aside and took another clip applier epix to continue the procedure.